Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23jul2012. A review of the device history record has been completed. No deviations or non-conformance's noted. The event of breast mass is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breast mass.

Event description:
Patient reported ¿a lump or thickening in or near the breast or in the underarm area.¿ this record is for the right side. Device was explanted and replaced.